Event description:
It was reported that this lead was explanted after 2 moths due to a dislodgement. It was determined that the patient no longer needed the lead. No additional adverse patient effects were reported.